Manufacturer narrative:
Based on info received from the operating room nurse, the pt developed a post op infection 10 days after having a ventralex graft implanted. The pt reportedly had the incision drained, and then had the mesh explanted. It was reported that the mesh was black and that the pt developed a post-operative infection. While there is no indication the reported post-operative infection was related to the mesh, infection is listed as a possible adverse reaction in the product's instructions for use. The IFU states that if an infection develops, treat it aggressively. We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. With the info currently available, no conclusion can be drawn.

Event description:
Based on info reported by operating room rn: in 2011 -- pt had a ventralex mesh implanted. It was reported that 10 days after implant, the pt had a post-op infection. Incision was drained, but mesh had to be removed surgically. The mesh appeared to be black.